Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 334, 318, 327, 236, 288 and 145 mg/dl. Customer was also concerned with meter to meter comparison test results of 200-240 mg/dl using true metrix meter and 100 mg/dl using another device (fasting/non-fasting status was not disclosed). The customer¿s expected am fasting blood glucose test result is 116 mg/dl and expected pm fasting blood glucose test result is 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 301 mg/dl and 377 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/24/2023 and open vial date is 04/04/2022. The customer had another vial of the same lot number of test strips that he was using. The meter memory was reviewed for previous test result history (date/time not set, customer changed battery a few days ago): (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 19-apr-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 10-june-2022: d8: device available for evaluation. D8: device returned to manufacturer. D9: date device returned to manufacturer. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. Test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.